Event description:
A report was received from an eye care professional regarding a corneal abscess/ulcer that occurred on a patient associated with lens wear. The patient experienced a lot of pain in the left eye after wearing a lens for four days in a row. The lens was removed and medical attention was sought. No loss in vision occurred. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4). Opened and unopened product was returned for evaluation and found to meet specifications. The device history and sterilization records for the returned lenses have been reviewed and found to be in compliance. Manufacturing investigation of the affected lot revealed there was no nonconformity or deviation during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).